Manufacturer narrative:
(B)(4). Supplementary report will be filed when the reconstruction of the incident is performed.

Event description:
A viking xl hoist tipped over during a lift from a bed to a chair with pt in the sling. Staff managed to right the hoist before full topple. Bariatric riser recliner was in room and hoisting was taking place on this item of equipment. Minor injury to staff.